Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2014; explant date brand name activa; product ID 3708660 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2014; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that potential impedance issues were identified and a possible extension revision was set for (B)(6) 2025. No diagnostics or imaging were conducted at time of report.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6). Implanted: (B)(6) 2014: product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2014: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that high impedances were observed >10000. Rep clarified that the cause of the high impedances were unknown. Rep reported that high impedances were not resolved through revision surgery, however therapy is not being affected by the high impedances so surgeon elected to leave the leads.